Event description:
It was reported that there were pauses occurring, possible t-wave oversensing, intermittent oversensing, and loss of capture. It was also noted that even though the patient was at 100% pacing, the pacing rate was often dropping low, into the 40-50 beats per minute range. The right ventricular lead was capped and replaced. There were no reported patient complications as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.